Manufacturer narrative:
The investigation into the reported delivery issues- use has been completed since the original report was filed. The device was not returned for analysis. The root cause of difficulty inserting pump through introducer was most likely due to use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that a 14x13 peel-away was placed to right femoral artery (rfa). Patient with large pannus/bmi. Once the dilator was removed, the sheath bowed/kinked. The physician attempted to force impella cp through the peel-away sheath, but it would not advance. The impella device was removed and noted to be damaged from insertion attempt. Peel-away exchanged to 14x25. A new impella device was opened and implanted successfully.